Manufacturer narrative:
Product analysis as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. The unknown coil used during the event was not returned. Visual inspection/damage location details: upon visual examination, no issues were found with the echelon-10 hub or catheter body. The distal tip was noted to be pre-shaped and additionally shaped. The distal tip was found to be damaged. Upon further inspection there appeared to be a puncture at proximal end of distal marker band. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~155.6cm. The echelon-10 useable length was measured to be ~148.2cm which is within specification. The echelon-10 micro catheter was flushed, water exited from puncture and distal tip. One in house guidewire was able to pass through the echelon-10 micro catheter hub and subsequently through the inner lumen; however, exited puncture at distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture¿ was confirmed. The echelon-10 distal tip was found to be punctured. It is possible additional shaping of the echelon-10 distal tip contributed to the event; however, the root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance during device delivery¿ was confirmed. It is possible the puncture at distal tip contributed to the event; however, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The coil became stuck in the distal section of the catheter. It was removed from the introducer sheath, and it is unknown whether there was any kink or damage to the coil after removal.

Event description:
Medtronic received a report that during intraoperative coil delivery, the spring coil felt stuck. The echelon 10 microcatheter and spring coil were removed and examined outside the body, revealing that the spring coil protruded laterally from the marker point at the distal tip of the microcatheter. There was no friction or difficulty during insertion of the guidewire/stylet. The microcatheter was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing embolization surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was normal. Vascular access was obtained via the femoral artery. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Aside from the puncture, there was no damage to the catheter and no kink or damage on the coil guidewire/pushwire/stylet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the lesion was a posterior communicating artery aneurysm. The coil used was a medtronic coil, but the specific model is unknown. The cause of the catheter puncture was not determined.